Event description:
Clinical note: impella 5.5 was inserted via direct aortic surgical access in a 57 year-old male for an elective placement indication. The patient¿s comorbidities were not provided. The patient¿s clinical state prior to initiation of support was society for cardiovascular angiography and interventions shock stage d, and the patient was on intra-aortic balloon pump support prior to impella placement. During the course of support, the patient was reported to be out of bed and recovering while receiving blood products when a sudden event described as a vagal episode occurred, resulting in cardiac arrest. The patient required reintubation and escalation of hemodynamic support with additional vasopressors. No laboratory values or additional diagnostic test reported. Device assessment prior to the arrest confirmed appropriate positioning, and no alarms or suction events were reported on the impella 5.5 system. Patient symptoms included cardiac arrest requiring resuscitative measures. After event, the patient was transferred to a tertiary center for continued monitoring of a higher level of care. The patient was extubated and stable on p-level 7, up from p-level 5. Patient remains on support on day 8.

Manufacturer narrative:
The pump is not available for return. The patient is currently stable and on support was transferred to another center for possible work up of heart transplantation or durable left ventricular assist device. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Updated information: d3 MFR fax number added. D6b explant date added. H6 component code updated to g07003. The investigation for the vasovagal reaction/cardiac arrest/respiratory failure has been completed. The root cause of the injury was unable to be determined due to insufficient clinical details.